Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a ramp study on (B)(6) 2024 and, although the speed was increased to 6200 revolutions per minute, there was no increase in flow and no left ventricle decompression. Log files were submitted for review and captured a loss of external power event while connected to the mobile power unit (mpu) on 24feb2024. Low voltage hazard events were seen as a result of slow discharge of the mpu when they suddenly lose power. These events appeared to resolve once external power was completely restored. Additionally, the log contained a few pulsatility index (pi) events, routine power source changes, as well as the set speed changes associated with the reported ramp study. Mechanical circulatory support (mcs) equipment was operating as expected. Related manufacturer reference number: (B)(4), (mobile power unit).

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and heartmate 3 lvas patient handbook are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there were no changes in the patient's cardiac output at the higher speed. The patient remained at 6000 rpm.